Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump stopped all insulin delivery. The customer did not provide blood glucose (bg) level and was unsure if the reported issue had impacted bg level. It was indicated that the customer did not have alternate insulin therapy available at the time of the event. The customer stated that alternate insulin therapy would be obtained from the health care provider.